Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info stating the customer's pump shut off unexpectedly during the load process. However, review of pump logs by tandem technical support could not verify that there was such an occurrence. There was no reported impact.